Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. (B)(4). Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: 'it is alleged that "[pt] received a cook celect filter on (B)(6) 2008. Alleged fracture, embedment, perforation, tilt." Additional information received 27sep2019: patient allegedly received an implant on (B)(6) 2008 via right common femoral vein due to left lower extremity deep vein thrombosis. (B)(6) 2008, ivc filter placement, ultrasound guided renal biopsy of left pelvic renal transplant kidney operative report: ¿the cook-celect filter was placed in the infrarenal ivc and a final ivc gram performed through the sheath. Result: successful placement of a central renal ivc filter. A cook-celect potentially removable ivc filter was placed below the level of the native renal veins.¿ (B)(6) 2011, x-ray abdominal series: ¿the acute abdomen series demonstrates elevation of the right diaphragm with blunting of the cp angle, cholecystectomy clips, an ivc filter, surgical clips along the left common iliac region, solid stool in the distal transverse colon, gas in the distal small bowel, no mass or free air.¿ (B)(6) 2011, CT abdomen and pelvis: ¿interval placement of infrarenal ivc filter is noted.¿ (B)(6) 2013, CT abdomen and pelvis: ¿an ivc filter is in place a somewhat obliquely oriented and below the level of the renal veins bilaterally.¿ (B)(6) 2014, CT scan of the abdomen and pelvis, ¿there is an ivc filter that is obliquely oriented, has a broken intervertebral body strut, and is unchanged position below the level of the left renal vein.¿ (B)(6) 2015, CT scan of the abdomen and pelvis (reading 1), ¿impression: ivc filter with broken strut, unchanged from prior CT dating back to (B)(6) 2014.¿ (B)(6) 2015, CT scan of the abdomen and pelvis (reading 2), ¿impression: ivc filter unchanged in position with chronic broken interertabral body strut projecting external to the ivc lumen. Similar in appearance as compared with prior CT dated (B)(6) 2014.¿ (B)(6) 2015, xray of chest: ¿in correlation with CT scan of the abdomen which has a ivc filter and 2 limbs which are fractured. One of the other fractured limbs has migrated into the right middle lobe pulmonary artery. However the fractured limb in the right lung has been present since at least 2009.¿ (B)(6) 2017, CT scan of the abdomen and pelvis, ¿the ivc filter is stable in appearance demonstrating an oblique orientation within the ivc, and a strut continues to be embedded in the l3 vertebral body. There is no common femoral to common iliac dvt.¿ (B)(6) 2017, x-ray of the chest, there is redemonstration of a tiny wire over the right lower lung zone likely a limb from the ivc filter. Patient outcome: (B)(6) 2017, MRI of pelvis: ¿incidental note is made of partially occlusive left common femoral deep venous thrombosis. This deep venous thrombosis extends superiorly into the left external iliac vein and is partially imaged.¿ alleged dvt and pain post implant.